Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the device on the second firing, four clips fell out and then misfired. Unknown if clips fell into patient and if they were retrieved. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Ratchet pawl. The analysis results for the el5ml instrument confirmed that it was non-functional. The instrument was cycled and fired 7 clips conforming and 4 malformed clips due to an anti-backup failure. The device was disassembled to verify the condition of the internal components and the ratchet pawl was found damaged causing the anti-backup failure. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.